Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was just implanted with their implantable neurostimulator (ins). Stimulation stopped last night and the patient was trying to charge for the first time. The patient had called for assistance with charging. The patient stated that they were shown how to charge last monday and block boxes were able to be achieved. The patient reported that they still had some swelling and tenderness. There was difficulty in maintaining the antenna placed over the ins. Charging practices were reviewed. The patient did not get any boxes filled in black. It was attempted multiple times during the call and only once was the patient able to get 2 boxes. An antenna locate was performed and the difficulty recharging did not resolve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the swelling at the implant site was what led to the recharging issues, poor coupling, and loss of stimulation. Allowing the swelling at the implantable neurostimulator (ins) site resolved the issues. After waiting 24 hours, it was fine. It was reported that the recharging issues/poor coupling and loss of stimulation had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.